Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse checked for leaks and found the dilution well very dirty and caked with blood. A patient sample was run and the specimen was found to be not diluting. The engineer found the wash tubing not at the bottom and sticking above wash level sucking air, he pushed the wash tubing to the bottom of the wash and removed the air from wash syringe and tubing. Several patient samples were run. The fse also upgraded the software to 5.23. The g8 was working as intended. No further action required by fse. The probable cause of the event was the wash tubing sticking up out of wash sucking air.

Event description:
On (B)(6) 2016 a customer reported low pressure with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.